Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call that the customer has high blood glucose of 400 mg/dl. At the time of the call, the customer had blood glucose of 447 mg/dl. Troubleshooting assisted customer in how to administer a bolus as they needed help with this. The customer indicated that the high blood glucose may have been due to a steroid that was received.